Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he no longer has stimulation and is unable to get stimulation by using the patient programmer. The patient programmer synced and showed charge implantable neurostimulator (ins) screen. The patient hat first saw poor communication but after positioning the antenna, he saw the charge ins screen. It was reviewed that the patient needs to recharge the ins in order to turn stimulation back on. The patient had attempted to recharge last night but saw no improvement. The patient obtained the recharger during the call and at first reported poor coupling. The patient repositioned the antenna and then reported full coupling. It was reviewed that the patient needs to charge to at least 25% to turn the ins on and recommended continuing to recharge the ins. No further complications were reported/anticipated. The indication for implant was non-malignant pain.